Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center checked the device and duplicated the reported phenomenon. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, it is possible that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to a damaged camera cable or a malfunction of the ccd unit. Omsc checked the product shipment record and found no abnormalities on the device. Therefore, the damage to the camera cable may have been caused by the user's handling, and the failure of the ccd unit may have been caused by the deterioration of the material of the ccd sensor due to ultraviolet rays. The instruction manual provides preventive measures against damage to the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before the procedure, the endoscopic image was not displayed on the monitor. There was no report of patient injury associated with the event.